Manufacturer narrative:
Product analysis summary: the delivery system returned with blood visible in the balloon and inflation lumen. The balloon was partially inflated. The delivery system was placed in the waterbath to aid inflation. The balloon failed negative prep. On pressurisation of the delivery system, liquid was observed exiting the balloon working length. The balloon failed to maintain pressure. Upon visual inspection of the delivery system, there was a burst site on the balloon material at the distal section of the balloon working length. Lead in scratches were not evident proximal and distal to the tear site. No other damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx drug eluting stent. It was reported that the balloon burst /leaked during stent deployment. No patient injury reported.